Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported she was still having pain and just dealing with it and will just take over-the-counter medicine like tylenol and advil. Sometimes she thinks the device is working but most of the time she thinks it's not. She does not have a new pain doctor yet and would just go to a regular doctor.